Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was unable to attach and secure the connector to the ilet after inserting a filled insulin cartridge; the plunger was protruding from the bottom of the cartridge and the connector would not turn to lock until a new empty cartridge was seated, then filled, after which the same connector attached and locked normally. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included no medical intervention and no hospitalization. Investigation included troubleshooting by replacing the cartridge and reattempting connector attachment, which restored normal function. Investigation of this case revealed a cartridge fitment issue consistent with overfilled or mis-seated cartridge leading to plunger protrusion and mechanical interference at the connector, with resolution upon use of a new properly filled cartridge. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to cartridge preparation and seating.